Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the keypad is sticking and she had trouble with the act button responding. Customer also had a broken belt clip. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a broken belt clip slot, and a missing end cap sticker.